Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had loose angle, separation. There was no patient harm associated with the event. The device was evaluated, and it was found that there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to wear of the angle wire. In addition to foreign material in the nozzle due to insufficient cleaning, additional findings were as follows: adhesive on the bending section cover had a chip; connecting tube had discoloration; objective lens had discoloration; electrical connector had corrosion; suction connector had corrosion; scope cover plate was detached; switch 4 had wear; suction cylinder was shaved; air/water cylinder had corrosion; paint on air/water cylinder was peeled; control unit had discoloration; electrical connector had discoloration due to water leakage; connecting tube had a wrinkle; and due to dirt on objective lens, there was a lack of image on the monitor. The following components were found scratched: connecting tube, plastic distal end cover, suction connector, grip, scope cover, switch box, forceps elevator (fe) lever, fe knob, up/down knob, right/left knob, and control unit. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. It is unknown if there were abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.